Event description:
Report to follow, incident form left for completion. Report that ventilator switched itself to standby mode and patient required resuscitation.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6), 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it was not confirmed that the device did not meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a use error. It was not possible to reproduce the issue. In consequence, no correction except the replacement of a sticky p&t knob was conducted on the ventilator. There was a patient harm as the patient was resuscitated. The complaint is deemed reportable.